Event description:
It was reported the ez35b and eru35 were used during a lung nodule procedure. It was reported by the affiliate the device was fired three times with unstable results (inappropriate staple line). On the third firing, the trigger on the instrument broke. The procedure was completed with a ussc instrument. A video copy of the procedure is being returned. There was no consequence to the pt.